Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tape did not stick, and he pulled the whole thing right out. He states that the issue occurred few times, at least twice as he was wearing the pump and the tape failed and came off after having it on for a while and did not catch it for a long time. This issue occurred with four sets and the patient did not receive any insulin. His blood glucose level was over 600 mg/dl and he went to the hospital. The patient was hospitalized for 4 days. No further information available.